Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced deflation in the sal siltex rnd diap pkg 325cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 325cc breast implant had two lines of shell wear on the anterior aspect. Leak testing was performed in accordance with mentor procedures, and a tear was observed within the shell wear, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 217705 number, and no non-conformance's were identified. Reason for device explant and/or reoperation: deflation.

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 325cc mentor siltex round moderate profile saline breast implant experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the right breast prosthesis.